Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR 2134265-2017-06491. It was reported that an error message displayed during aspiration. An angiojet ultra pe catheter and an angiojet ultra system console were selected for a thrombectomy procedure in the right pulmonary artery. Aspiration was initiated inside the body for 1-2 minutes. However, an error 55 - actuator cycle time out of range displayed and aspiration stopped. The device was reset 3 times; however the same error message occurred. The device was removed from the patient and a kink was noted at 1 cm on the distal part of the catheter. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was better.